Manufacturer narrative:
A1,2,3,4,b6,7,d6,10-info not provided. Results of evaluation: conclusion: based upon the info received and the visual examination, it was confirmed that the instrument's inner gasket "fell off" during surgery. The inner gasket was received detached and in a separate bag. The outer gasket of the sleeve was torn and all pieces received. An ms512 reducer was attached to the instrument and found to be conforming. A t511 threaded adaptor was also attached to the instrument - the camlock was broken off and not received. The body of the adaptor was broken and all the pieces received. The obturator was not received for analysis. Appropriate engineering and mfg personnel have been informed of this incident.

Event description:
The device was used during a laparoscopic cholecystectomy. The 511s while gasket fell into the pt and was retrieved. The case was ending and another trocar was not required. There was no consequence to the pt.